Manufacturer narrative:
Lot #: this information was not provided during initial report. Additional information has been requested. (B) (6): subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
During a nailing procedure, the surgeon had implanted the nail and was attempting to rotate it slightly to change its orientation when the tab that connects the insertion handle to the nail broke off. The insertion handle was very loose and the surgeon was unable to place the proximal screws. The distal screw was placed and the procedure was completed. The tab was not seen on x-ray and possibly fell into the nail.